Event description:
The distal tip of a polyurethane feeding tube had broken off in the patient's stomach. The feeding tube was placed in (B) (6) 2008. On (B) (6) 2009, an x-ray revealed that the tube was curled in the stomach and a free floating 3 cm segment of the tubing. The hospital monitored the patient and allowed the segment to pass naturally. The tip was recovered in the patient's stool and returned to neomed. No injury to the patient has been reported. The hospital had discarded the feeding tube and packaging prior to reporting the event. The hospital was not able to provide a lot # or full model #. Based on the partial model # "ftl 5.0p" provided in subsequent communication by the hospital's supply chain management group, the feeding tube might be a neomed product with the model # ftl5.0p-eo.

Manufacturer narrative:
The 3cm tip of the feeding tube was returned to neomed for investigation. Ftir spectroscopy test was performed on the returned sample against a sample from the probable neomed polyurethane feeding tube lot on 01/30/2009. The scan of the returned sample appeared to match the neomed polyurethane material. The returned sample was examined under a microscope and measured. The break occurred at the proximal side hole, located approximately 3cm from the distal tip. Samples from neomed's inventory of the suspected lot were pulled and visually inspected under magnification. All of the samples appeared to be within product specifications. Tensile strength test at the distal tip, approximately 5 cm length of tubing, was performed on 6 retained samples. All samples passed the breaking force and elongation specifications. Neomed was unable to duplicate the failure. Root cause is unknown at this time. Follow up reports will be submitted as information becomes available.